Event description:
It was reported that the patient underwent a revision procedure due to an erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and nothing was implanted during the explant. On (B)(6) 2020 a new aus cuff, pump, and balloon was implanted. The patient is doing well following the procedure.

Event description:
It was reported that the patient experienced a burning urination that led to a diagnosis of urethral erosion using cystoscopy. The patient underwent a revision procedure due to an erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and nothing was implanted during the explant. On (B)(6)2020 a new aus cuff, pump, and balloon was implanted. The patient is doing well following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to an erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and nothing was implanted during the explant. On (B)(6) 2020 a new aus cuff, pump, and balloon was implanted. The patient is doing well following the procedure.